Event description:
Reference number (B)(4). Event occurred in lebanon. On 25-jul-2024, it was reported that the patient faced infusion set was in misshaped packaging. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: lebanon.